Manufacturer narrative:
This occurred during an unknown date in 2016. (B)(6). (B)(4). Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
This is a case report received by baxter technical service by (B)(4). From (B)(4) on (B)(6) 2016. The product involved in the reported event is cycler 220 volt homechoice proautomated pd (product it was reported that a patient experienced an unknown accuracy issue on the home choice. It was clarified that the home choice was not draining or delivering the correct programmed volume of fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The device was determined to meet functional and electrical performance specification requirements. Calibration and a simulated therapy were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem was not verified. . Should additional relevant information become available, a supplemental report will be submitted.